Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used during a stenting procedure performed on (B)(6), 2010. According to the complainant, the indication for the procedure was a malignant stricture due to cancer of the stomach. It was approximately three to four centimeters, located between the pylorus and the duodenal cap. The anatomy was reported as moderately tortuous. When the physician withdrew the distal handle to deploy the stent, it was noted that the stainless steel shaft was bent. They tried unsuccessfully to reconstrain the stent, but then the distal handle broke. The partially deployed stent was removed from the patient. Outside of the patient, the physician repaired the bent part of the device. The procedure was completed with another wallflex stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Event description:
Per the clinic, the patient reported no sound after a medical procedure to drain a "cluster cyst" in her ear on the implanted side. Impedance testing revealed open circuits on all electrodes. Additional information has been requested but is not available as of the date of this report, (B)(6) 2010. Revision surgery is planned, but has not taken place at the time of this report (B)(6) 2010. The implanted device remains.

Manufacturer narrative:
Per patient's surgeon, the device was explanted (B)(6) 2010, during the same surgery, the patient was re-implanted with another device.(B)(4).

Manufacturer narrative:
(B)(4): implanted device remains.

Manufacturer narrative:
This report is filed (B)(6), 2011 - (B)(4).